Manufacturer narrative:
The pre-repair temperature check indicated the temperature in the nose cone rose to 177 degrees f. Pre - repair evaluation indicated the nose bearings are corroded and stuck. The device is pending repair. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that during procedure, the drill became hot. There was no patient impact reported.